Event description:
On (B)(6) 2025 - we were notified of a patient with a retained capsule that to be removed surgically. Frm-0089c was sent to the customer to obtain additional information. On (B)(6) 2025 - completed form was received indicating that the patient had preexisting conditions that the physician was unaware of during the capsule procedure. Although the patient had the CT and sbft xray series which did not reveal the pre-existing strictures. The information on the form also revealed that the capsule was stuck on an adhesion that was not discovered during the CT and sbft xray series. The capsule stayed in the same location after repeated imaging. Enteroscopy/colonoscopy would not reach the retained capsule as both procedures were attempted and failed. Finally, ex lap was performed for the capsule removal on (B)(6) 2025 where the capsule was successfully removed. This pre-existing issue is discussed in the IFU-2796 under contraindications therefore, we believe the capsule worked as intended. On 11/19/2025 - the capsule was received at the download center, and the video was successfully uploaded into capsocloud.

Manufacturer narrative:
On (B)(6) 2025 - we were notified of a patient with a retained capsule that to be removed surgically. Frm-0089c was sent to the customer to obtain additional information. On (B)(6) 2025 - completed form was received indicating that the patient had preexisting conditions that the physician was unaware of during the capsule procedure. Although the patient had the CT and sbft xray series which did not reveal the pre-existing strictures. The information on the form also revealed that the capsule was stuck on an adhesion that was not discovered during the CT and sbft xray series. The capsule stayed in the same location after repeated imaging. Enteroscopy/colonoscopy would not reach the retained capsule as both procedures were attempted and failed. Finally, ex lap was performed for the capsule removal on (B)(6) 2025 where the capsule was successfully removed. This pre-existing issue is discussed in the IFU-2796 under contraindications therefore, we believe the capsule worked as intended. On 11/19/2025 - the capsule was received at the download center, and the video was successfully uploaded into capsocloud.